Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. It was intended for use in transcatheter arterial chemoembolization (tace) treatment. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was received connected of the device and procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. The sealant was found in its manufactured position, fully covered by the sealant sleeves. The sealant sleeves were observed kinked/bent. Per functional analysis, an inflation/deflation test was performed to the balloon of the returned device. During this evaluation, the balloon was fully inflated, and pressure was maintained. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). No damages were observed on the balloon. The reported event of ¿balloon-balloon loss of pressure¿ was not confirmed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no burst noted. However, balloon prep and/or handling factors are possible. These factors also could have contributed to the kinked/bent condition noted to the sealant sleeves. However, as this condition was not reported by the user, it is unknown if this condition occurred during use in the patient or during manipulations after the procedure. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There was no reported patient injury. It was intended for use in transcatheter arterial chemoembolization (tace) treatment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.